Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr on 23/jul/2018. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device analysis results: visual analysis of the returned device identified: deformation, voids, brown particles. Voids after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is the deformation, condition was observed is similar to creases/folding of implant. The reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "crease, folds and peri implant fluid, "stiffness, pain and increase of volume for the right side breast," capsular contracture, baker grade unknown. The device has been explanted.